Event description:
Related manufacturer reference number: 2017865-2023-05094. It was reported that the patient presented in the operation room for a generator change. During the procedure, the right atrial (ra) lead was failed to be disconnected from the pacemaker, and the set screw on the pacemaker was found to be stripped. The right atrial lead was cut and capped on (B)(6) 2023, and it was replaced with alternate right atrial lead during the same procedure. While the pacemaker was explanted and replaced. The patient's condition was stable.